Event description:
The international customer reported the ventilator could not work on ac power and leds were flashing. The customer reported there was no patient involvement. The manufacturers field service provider replaced the power supply to address the reported problem.